Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment for an abdominal aortic aneurysm and iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis and gore® excluder®aaa endoprosthesis devices. Gore® excluder® iliac branch endoprosthesis (ibe) was placed in the right iliac artery, the trunk ipsilateral leg component was deployed just below the renal arteries. Contralateral gate cannulation was then performed, and a contralateral leg component ((B)(6)) was introduced. After approximately 3 cm of the contralatera leg had been deployed, the physician noted an abnormality and reviewed the fluoroscopic images. It was determined that the contralateral leg had been deployed outside the contralateral gate. An attempt was made to advance the sheath and re-sheath the partially deployed the leg component; however, the attempt was unsuccessful. The physician determined that retrieval of the leg component was not feasible and therefore advanced the leg into the aneurysm sac, where it was left in place. Subsequent angiography demonstrated proximal migration of the trunk ipsilateral leg component. It was reported that the trunk ipsilateral leg may have been pushed upward simultaneously when the contralateral leg was advanced into the aneurysm sac. The contralateral gate was then re-accessed, and a replacement leg component was successfully deployed on the right side. An ibe was subsequently implanted in the left iliac artery using an up-and-over technique. Final angiography revealed stenosis near the flow divider of the trunk ipsilateral leg component. Additional relining with a stent graft and balloon touch-up were performed to correct the stenosis. In addition, proximal migration of the trunk ipsilateral leg component resulted in partial coverage of the left renal artery. Although blood flow to the left renal artery was maintained, a bare-metal stent was implanted in the left renal artery as a corrective measure. The procedure was then completed. Physician comment: a spin test was performed but not rotated completely during confirmation of contralateral gate cannulation. In retrospect, the spin test should have been performed more carefully to ensure proper gate access.